Manufacturer narrative:
Corrected data: b5 - the reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -3.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) -2023 the lens was explanted due to excessive vault and the problem resolved. H3 - device evaluation: lens was returned dry and with residue/debris on the product in a microcentrifuge vial. Visual inspection found the optic (torn) and a haptic (broken) damaged . Overall length verification found the lens to be within specifications. Unable to perform width verification due to damaged state of the lens. Claim# (B)(4).

Manufacturer narrative:
A1: (B)(6). H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -3.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault and the problem resolved.

Manufacturer narrative:
H6- device evaluation: lens was returned dry in a microcentrifuge vial. Visual inspection found the optic (torn) and a haptic (broken) damaged . Overall length verification found the lens to be within specifications. Unable to perform width verification due to damaged state of the lens. Claim # (B)(4).